Event description:
It was reported from an investigator that while investigating the sample, it was found that the drainage eyes of the catheter were placed too far from the tip of the catheter. Also, the drainage eyes were too large when measured.

Manufacturer narrative:
The reported event was confirmed. A lubricath amber irrigation foley was returned without its original packaging. The eye measurements were taken and the tip lengths for both eyes were above specification. The root cause for this issue is due to an "operator error" during the eye burning process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported from an investigator that while investigating the sample, it was found that the drainage eyes of the catheter were placed too far from the tip of the catheter. Also, the drainage eyes were too large when measured.